Event description:
Rptr has been browsing the internet regarding the activities of one co that is expecting approval of their implanted insulin pump next year, and possibly approval to conduct trial studies on their glucose sensor. Rptr urges FDA to deny them both. In 1987 rptr received an implanted insulin pump. It worked very well. Then the catheter clogged in 1/89. In 1/90, he received another implanted pump and in 1/92, the catheter in this pump clogged. Rptr has an external pump and the implanted pump is still in his abdomen. MFR refuses to answer any questions about the future of this pump.